Event description:
I was compelled to write to you today to share my personal experience with a pelvic mesh when I found out you would be convening on (B)(6) to review various pelvic mesh issues. On (B)(6) 2007, I had a prolene mesh size 6" x 6" (lot no. Xcr183, manufactured by ethicon, inc) surgically implanted. Since then, my life has been a series of tests, complications, infections, pain, inconvenience and surgeries. The complications I have had since this sling was implanted include: numerous uti and bladder infections, severe incontinence, debilitating pain, development of a bladder stone and mesh embedding itself into my bladder. I have had including but not limited to the following revision/repair surgeries: (B)(6) 2007 - revision, (B)(6) 2008 - a new sling was implanted (sparc sling system), (B)(6) 2011 - removal of a bladder stone caused by the original mesh embedding into my bladder and causing calcium to build up causing a stone. Right now I have to endure having my bladder scoped every three to four months to check for more bladder stones. I am also being told I will need another surgery to remove the mesh that has embedded into my bladder. This surgery will require me to be home with a catheter for at least a week. The prolene mesh has and continues to disrupt my life with debilitating pain, infections, tests and surgeries. Please keep my experience in mind when you make your final decision so that other women do not have to go through what I have.